Event description:
Nearing the end of a surgical procedure in which the harmonic scalpel was used, two small blisters were noted near the incision. The surgeon felt the harmony scalpel may have caused blisters, but did not recall placing the tip onto exposed skin. The following day when the surgeon rounded on this pt he stated there were two more small marks, resembled burns, in the exact same area.